Event description:
The customer contact reported unrestricted flow was noted when the door was opened. The device was returned to the biomedical department with an unsigned note that stated, "malfunction." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, unrestricted flow was noted when the door was opened. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.